Manufacturer narrative:
1. The customer returned the complaint unit with the unit package unopened. The sku is (B)(6) and the batch number is 4258109. A hair was found inside the unopened unit package. 2. DHR/bhr review (lot#4258109): 1) the products of this batch were assembled at intima ii auto line 2 in oct 2024 and packaged at r240 package line in oct 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 3. Checked the retained samples of this batch, and no similar foreign matter was found. 4. Cause analysis: according to the factory analysis, if operators do not wear the required cleanroom attire during the initial packaging, there is a risk of exposed hair, which may lead to hair falling onto the product or inside the finished product turnover box. In response to this type of defect, the factory has currently implemented the following control measures: 1) it is required that packaging staff tie up their hair, which must not be loose, and they must wear a hairnet to completely cover their hair. 2) check the dress of the operator's clean clothes every shift, focusing on the sleeves and neckline. If the clean clothes are found to be bad, it is required to replace them in time and ensure that they are worn properly. 3) regularly clean the finished product turnover boxes. 4) a dust cover is added to the initial packaging area to isolate the hair that operators might drop. Conclusion(s): no abnormalities were found in the product processing and retained samples. Based on the analysis of the returned complaint unit, the hair foreign matter inside the package was likely accidentally introduced by an operator during the primary packaging process. In response to this defect, the factory currently has relevant quality control measures in place to ensure product quality, thus the occurrence probability is extremely low. The plant will continue to monitor such defect complaints.

Event description:
No additional information is available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
When preparing to open the package, a strand of hair was found inside; one unit was affected; the physical device was returned, and photos are available; no green claim is required; a response letter to the complaint and a complaint acknowledgment letter are required.